Event description:
It was reported that serial number over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage measurement was performed and failed. A review of the share logs was performed and signal loss found in the log within the investigation window for another transmitter for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. The reported event of signal loss over 1 hour is reportable based on the customer complaint was confirmed because there was an indication of a transmitter loss of connection for another transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.